Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The product and data were not returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The doctor stated that the impella cp position was not ideal but attempted to reposition and if he advanced the cannula deep into the left ventricle the position improved and the inlet would track to the mid left ventricle space but as soon as the doctor attempted to pull back it would flip back and point towards the septum. The patient was on extracorporeal membrane oxygenation and wanted to flow on p-2 but was unable to with persistent suction and volume did not resolve the issue so the pump was ran on p-1 to not achieve suction. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was discarded. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. B5 and h6 updated based on the additional information.

Event description:
The pump was explanted independently and was likely disposed.